Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading of 822 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test. No further testing was performed as the mother felt that the insulin pump was working correctly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.